Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as red with broken skin and a burning sensation. . There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.